Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A complaint form was received for the patient's left proximal femur with an email that notes: "we've got the first case of jts failure. The patient...high activity level (sport, karate). Operation date: (B)(6) 2018. During 2 years didn't have active growth - no extension this period. Leg's length discrepancy now: 15mm. No visible reasons. No traumas, hip joint has all its functions, the implant is well fixed. The surgery has taken place...and first try to extend the implant (by the surgeon) was there. After failure, the second try was today, (B)(6) 2020...no success during 2 hours. The position of the limb has been changing, all stanmore implants instructions regarding jts extension were applied. There was a monotonous hum/ noise til start, both mode - a and b, no usual sounds."